Event description:
Additional information was received that the patient was brought into the office after a second low shock impedance reading. It was noted that the patient had been using a bone growth stimulator post cervical spinal surgery, which he had with him during clinic interrogation. Without the bone growth stimulator in use,impedance measurements were within normal range. When the stimulator was turned on, the low shock impedance was observed. The decision was made to discontinue the use of the bone stimulator and consult with the surgeon for other spinal recovery alternatives. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for low out of range shock impedance measurements. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.